Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimates were inaccurate after loading a cartridges with cold insulin. There was no reported impact to the customer's blood glucose level. During follow up with tandem technical support, the contact reported they instructed the customer to load room temperature insulin and there were no further issues.